Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform basic occlusion, occlusion, and excessive no delivery test due to prime and fill anomaly. The device passed the displacement test. The insulin pump had a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer's blood glucose went from 20 mmol/l to 28 mmol/l after the customer treated with manual injection and the insulin pump. It was stated that the customer did not receive any alarms from the insulin pump. The customer tried to fix his high blood glucose level but felt ill and could not breathe properly, and he was taken to the hospital for arrhythmia. The blood glucose at the time of the incident was 40 mmol/l. The customer was treating his high blood glucose levels with manual injections. Some of the symptoms the customer had were loss of feeling in hand and feet and chest pains. Troubleshooting was not performed and it was requested to get the insulin pump replaced. The device was returned for analysis.